Event description:
It was reported that before using, the px260 package was found to have a crack in it.

Manufacturer narrative:
One px260 kit, in a mostly sealed package, was returned for evaluation. Part of the seal had been opened. As received into the laboratory, a section of the seal, approximately 8cm in length, was found open. The open seal section was opposite or not near the open tabs (which were designed for helping to open the package). Indication of adhesive transfer was evident at the open seal area. There were no visible damages on the packaging near the open seal. The seal was peeled further on both sides by the lab personnel for examination. The open seal section appeared the same as the seal areas which was open by lab personnel. Actions are currently being implemented in the manufacturing process to prevent recurrence of this type of failure.